Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow-up. Review of transmission revealed, the implantable cardioverter defibrillator (ICD) showed a non-sustained right ventricular oversensing (nsrvo) event due to post paced t-wave oversensing. The patient presented in clinic for reprogramming evaluation and programming changes were performed. The patient was in stable condition throughout.